Manufacturer narrative:
(B)(4). Date sent: 04/17/2025 d4: batch # 144c50. Additional information was requested, and the following was obtained: the hcp encountered below situation: 1. Pre-test before firing (it's ok) 2. Install black reload 3. Press firing bottom 4. Can¿t firing and no function (no reaction) 5. Rotate battery 180 degrees and re-install again 6. Success fire 7. Install reload again 8. Can¿t firing and no function again (no reaction). Investigation summary ==> visual analysis of the returned sample determined that one long60a device was returned with no apparent damage and no reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device caused that the device would not to be closed. The knife was returned to the home position and the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to how the knife was partially advanced. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number 144c50, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure but before using on patient, it was observed that the closure trigger could not be closed after the reload was installed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.